Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was cycling their new ipp about two weeks ago, and noticed it was not able to achieve full inflation and could feel extra fluid in his scrotum. The physician met with the patient and confirmed that the device has a leak in it. The physician revised this patient. After removing the pump portion of the implant from the patient it was observed that there was a significant break at the bottom of the pump. It was tested, evacuated, and refilled the cylinders and reservoir which were all ok. A new titan classic pump was reconnected to the existing cylinders and reservoir.